Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, and capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent revision breast augmentation with a 375 cc mentor memorygel breast implants on both sides. Both implants were found to be ruptured at time of bilateral capsulectomy done for bilateral grade iii capsular contracture. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503751bc devices on (B)(6) 2020. This report is for the patient¿s right-sided device.